Event description:
Rn observed leak in tubing after starting infusion. Tubing had been primed without difficulty. The problem was reported to the carefusion clinician who stated: "the hole is located below the filter, and I feel this occurred after the tubing was primed. We primed the tubing while I was at the account. It would have been difficult not to notice the leaking if it was present during priming, as the hole is a substantial size. The pt was receiving rheumacaid, and it leaked during infusion at the pt bedside. The tubing was changed and no other intervention was indicated." No pt harm reported. There was no report of pt harm and no medical intervention was required. Customer stated that the user did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.